Manufacturer narrative:
(B)(4). This report is for use error - failed to follow therapy steps, where the home patient (hp) did not remember if proper disconnecting procedures were used but still reconnected to the homechoice (hc). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) did not remember if proper disconnecting procedures were used when disconnecting from the home choice (hc) machine while on pain medication but reconnected anyways. The technical service representative (tsr) had the hp disconnect from the hc machine. The tsr assisted the hp with ending the therapy. The hp was going to finish the therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.